Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi during device interrogation prior to implant. No further information.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory. Review of the device image noted the device entered bvvi due to a software anomaly. The device was tested on the bench and no anomalies could be found. The cause of the software anomaly could not be determined.